Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that three of the ar-8737-38 broke during use for a metacarpal fracture repair. The first drive tip broke off if the screw; it was removed. They tried the next two drivers which also broke. The anchor was removed from the patient and a plate was used to complete the repair.